Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02085, 3005168196-2017-02087, 3005168196-2017-02088. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed multiple coils using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance three ruby coils into the lantern and therefore, the ruby coils and lantern were removed. The physician completed the procedure using new ruby coils, additional coils and plugs, and a new microcatheter. There was no report of an adverse effect to the patient.